Event description:
It was reported that the ins battery went "dead" and the patient experienced return of pain. This first ins was replaced with a rechargeable. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 39286-65. Lot#. Serial# (B)(4), implanted: 2010 (B)(6), explanted, product type: lead, product ID 37743, lot#, serial# (B)(4), implanted, explanted, product type: programmer, patient product ID 3550-39, lot# n233060, serial#, implanted: 2010 (B)(6), explanted: 2011 (B)(6), product type: accessory (B)(4).